Event description:
It was reported that on literature review clinical observation of radiofrequency ablation for obstructive sleep apnea hypopnea syndrome, 3 patients had a local wound infection after a radiofrequency ablation procedure using a disposable reflex 45 wand. The events were treated with antiinflammatory treatment which cause an improvement. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: shao juan. (2006). Clinical observation of radiofrequency ablation in the treatment of obstructive sleep apnea hypopnea syndrome. Traffic medicine, 20(3), 328-329.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.